Manufacturer narrative:
Literature summary: the 1/8 newly diagnosed gbm patient suffered neurologic decline after litt. This publication did not distinguish whether the adverse events reported resulted from a monteris medical product. This submission is being made as a conservative approach in the event some or all of the adverse events reported resulted from a monteris medical product.

Event description:
It was reported that following an ablation procedure the multiple patients experienced neurological deficits. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.